Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the unit broke off inside the pt. Further, the unit was being used during a shoulder arthroscopy. It was further reported that the tip was retrieved from the shoulder of the pt and another unit was used to complete the procedure successfully.